Event description:
This notification was evaluated following receipt and review of all available information related to the reported patient death. Review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome.specifically:no device deficiency (e.g., malfunction, misuse, labeling issue, or performance failure) has been identified. No causal or contributory relationship between the device and the reported death has been established. The available information indicates the death is attributable to factors unrelated to the device.based on the totality of evidence, this event does not meet the criteria for reportability, as there is no reasonable possibility that the device caused or contributed to the death; therefore, this case has been assessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements.

Manufacturer narrative:
This notification was evaluated following receipt and review of all available information related to the reported patient death. Review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome.specifically: no device deficiency (e.g., malfunction, misuse, labeling issue, or performance failure) has been identified.no causal or contributory relationship between the device and the reported death has been established. The available information indicates the death is attributable to factors unrelated to the device.based on the totality of evidence, this event does not meet the criteria for reportability, as there is no reasonable possibility that the device caused or contributed to the death; therefore, this case has been assessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements.the affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for dream station CPAP/bipap series. A field correction action(2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file that was current at the time ¿ ER 2219697 v15 (nirvana risk management matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degrad04, irrit05 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.

Event description:
The manufacturer received information that a dreamstation bipap auto device is returning because the patient has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.